Event description:
It was reported by svc report that both siderails could not latch up and the right top rail was broken presenting sharp exposed edges. No pt involvement or adverse consequences are reported.